Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term this is 2 of 2 allegations of unspecified issue which resulted in adverse event. The patient reported 2 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint record (B)(6).

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. This report is to capture the 2nd incident in which each event has similar details but occurred on different event dates. The patient experienced a hypoglycemic injury following poor patch adhesion. The day the sensor had been inserted; it became unadhered from her abdomen. She received a sensor failed alert message on the mobile display device. She had no additional sensors and had no alternate means of monitoring her bg (blood glucose). She uses an omnipod pump which could not access hybrid closed-loop insulin deliver due to no sensor data. The patient experienced loss of consciousness. The family called emergency service line 911 and she was treated with IV glucose. She declined further evaluation in the ed (emergency department). She noted a similar problem that occurred around memorial day, may 2024. There was no documentation of further medical evaluation or intervention. Per follow up with medical safety on (B)(6) 2024, the patient noted transmitter error message, and the patient was in good condition at the time of call. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. No additional patient or event information is available.